Manufacturer narrative:
Section a3b, gender: not available. Section a4, patient weight: not available. Section a5, ethnicity: not available. Section a6, race: not available. Section b3, date of event: not available. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient reported visual distortions that did not improve with manifest prescription (rx) beyond 20/40. Their pre-operative vision was 20/200. The reported issues were noticed during a post-op exam. The patient¿s outcome was reported as permanently impaired and significantly affecting their daily activities. Therefore, the iol was explanted and replaced with a non-johnson and johnson lens. Standard medications were provided to the patient. There was no vitrectomy, incision enlargement or sutures required. No further information was provided.

Manufacturer narrative:
Through follow-up, additional information was received through the jnj representative indicating the lens will not be returned. The lens was thrown away. This current report is to update this information. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H6, type of investigation: 4115 device discarded.